Event description:
It was reported that the customer's pump malfunctioned as it did not recognize the cartridge when inserted, which was persistent and identified as a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to manual injections for insulin therapy.